Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿a month prior¿ to contacting lifescan he obtained a result of ¿120mg/dl¿ on the subject meter. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that after the alleged issue he developed symptoms of ¿bottoming out and shakes¿ and that on (B)(6) 2015, he visited a doctor¿s office where he had his blood glucose tested and obtained a result of ¿60mg/dl¿. At the time of troubleshooting the cca noted that meter was set to the correct unit of measure; however, the test strips had expired. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.